Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.

Event description:
It was reported that the ilet issued repeated occlusion alerts followed by alert 38 indicating a consecutive stalled motor, after which the healthcare provider restarted and rewound the device, performed a dry run, and completed a full supply change with teflon infusion set on the right upper leg, after which insulin delivery was resumed and blood glucose remained unaffected; the medical device problem was characterized as failure to infuse and implicated the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem identified during troubleshooting, with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.